Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The charger was found to have a defective power supply brick. The root cause of the defective power supply brick cannot be positively identified. Once the power unit was replaced, the unit was fully functional. The last pt to use this battery charger did not report any deficiencies. No adverse event resulted from the defective power supply brick.

Event description:
A review of service data detected a reportable event. During servicing, battery charger sn (B)(4) was found to have a defective power unit. The last pt to use this battery charger did not report any deficiencies.